Manufacturer narrative:
An event regarding the loosening of a scorpio tibial component involving a scorprio baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional, functional, and material analysis could not be performed as the device was not returned. Medical records received and evaluation: no patient medical records were available for review. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon revised patient's knee (unknown side) due to loose baseplate. Surgeon revised baseplate and insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to (B)(6) and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised patient's knee (unknown side) due to loose baseplate. Surgeon revised baseplate and insert.